Manufacturer narrative:
The lead remains surgically capped and implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician decided to replace this right ventricular (rv) lead, as they wanted to position the new lead higher in the septum to provide a better outcome for the patient. The rv lead was surgically capped and replaced. No additional adverse patient effects were reported.